Manufacturer narrative:
The event of unspecified infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unspecified infection.

Event description:
Healthcare professional reported "suspected breast hematoma". Later healthcare professional reported "patient had an infected seroma". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3, d6b, g1, h6. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "suspected breast hematoma". Later healthcare professional reported "patient had an infected seroma". This record is for the right side. Device has been explanted.